Manufacturer narrative:
Product analysis: the model and lot numbers for the phenom catheter were not provided; therefore, compatibility could not be assessed. The axium prime implant coil was returned already detached. The axium prime pushwire assembly was returned without introducer sheath and found within phenom catheter body. The axium prime pushwire assembly was then removed from the catheter body. The pushwire and release wire were found to be broken at proximal end. This is indicative of detachment attempts by manual methods. The coin was found to be still against the lumen stop. The implant coil was found to be already detached, stretched and damaged. No other anomalies were observed. No device malfunction was reported with the returned phenom-17 catheter. The phenom catheter was returned with the axium prime pushwire within catheter body. The axium prime pushwire was then removed. Under the microscope, the outer jacket was then removed to gain access to the coin. The coin appeared to be in good condition. The coin was unable to be measured to be 0.092¿ at 0.063¿, 0.093¿ at 0.127¿, and 0.087¿ at 0.275¿ which was found to be within specification. The lumen stop was found to be visually acceptable. The retainer ring was found to be visually acceptable and measured to be 0.0050¿ which is within specification. Based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium prime was returned with the implant already detached. However, the cause could not be determined. Since the included detach element was not returned for analysis, any contributing factors could not be determined. Possible causes for premature detachment are tortuous anatomy, pusher rotation and the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil prematurely detached. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the anterior cerebral artery. The max diameter was 6mm. The patient's blood flow was normal, and the vessel tortuosity was minimal. It was reported that the coil detached early. After how many loops had already been put in the knob, and after trying to rewind a few centimeters once, it was cut. When this happened, there was no choice but to push it in, but in the end it didn't cover the intended part. Although it was difficult, the coil was managed to be removed with a snare. No additional surgical or medical procedures were performed, and there had been no resistance during delivery. The coil had been relocated once. No detachment attempts were made, and the pusher was not rotated inside the patient's body. A continuous flush was administered. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 17 microcatheter.